Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system had a communication failure. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist checked the device using bomgar and shared the results with the customer. The customer then updated and followed the steps outlined in the knowledge article titled "how to - initial troubleshooting questions for station not communicating/all drawers failed" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.